Manufacturer narrative:
Investigation identified that the sap cable had a torn spot and the cable was scrapped. Additionally, excessive glue was identified in the drive. The drive was reassembled and confirmed to work as expected.

Event description:
User reported that the system displayed positive flow, but actual flow was not established. There was no patient harm; however, this type of event is considered reportable.